Event description:
On 2025-jun-16 00844143 (rep): medtronic received information regarding a imaging system used for other (neuro case) procedure. It was reported that unable conduct 3d scan and loud sound occurred during spinning. When rotated to 270 degree to 360 degree, there would be sound and scratched on the rail. In troubleshooting, open the imaging system cover and found out that the magnet strip dropped and stacked on the rail way site. Navigation and imaging was aborted. In troubleshooting, opened the imaging system cover and found out that the magnet strip dropped and stacked on the rail way site. Patient was not present. Issue occurred pre-operatively. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and double side tape was not strong to tape the magnet strip. Used better quality double tape the magnet strip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.